Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt had a midline hematoma of the incision, and the physician placed the pt on antibiotics. The physician was monitoring the pt, and it was reported there had been some swelling which had resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.